Event description:
Additional information received reported that the cause of the damage/failure to open was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient had a large aneurysm in the cavernous sinus segment of the left internal carotid artery, as revealed by preoperative MRI. The patient was admitted to the hospital for neurointervention and blood flow diversion dense mesh stent implantation. Routine angiography and selection of working angles were performed before the operation. According to 3d measurement, the ped-475-35 blood flow diversion dense mesh stent was selected. The 8f 90cm guiding reached the common carotid artery, the 6f 115cm intermediate catheter reached the posterior flexure of the cavernous sinus segment, and the phenom27, under the guidance of sychro, successfully reached the m1 segment of the ipsilateral middle cerebral artery. The ped stent was hydrated with sufficient high-pressure saline, then delivered to the m1 segment, the stent was fixed, the stent catheter was withdrawn, the stent tip end was exposed, and the stent tip was successfully opened. At this time, everything went smoothly. As a whole pull-back stent and phenom stent catheter, the distal end was intended to be anchored near the posterior communicating artery. This blood vessel was relatively straight, so the distal end was intended to be anchored there. After pulling back to the proximal segment of the posterior communicating artery, the stent was deployed for a longer distance, and everything was normal at this time. However, when the stent was deployed to the clinoid segment of the ophthalmic artery, the whole was flattened, and it could even be defined as a kink. Deploying over a longer distance, increasing and reducing tension overall, pushing and pulling, and swinging, none of them solved the problem. Then the stent was retrieved twice and deployed again, but the problem was still not solved. The above process and steps were repeated repeatedly, but the kinking point still could not be solved, so the stent had to be withdrawn as a whole. In vitro observation revealed that the stent body was damaged. The surgeon did not dare to try to use ped again, as he felt that it was difficult and challenging to open the large stent in such a tortuous case. So, he changed the surgical plan to a common stent plus coil treatment, and chose our sab-6-30 stent and aneurysm filling coil. The subsequent operation went smoothly and everything was normal. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. There was failure to open in the middle section. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. Additional steps taken in attempt to open the pipeline included deployed longer distances, increased and reduced tension overall, pushed, pulled, swung, re-retrieved, deployed again, and so on. The pipeline was resheathed and removed from the patient with the microcatheter. Patient medical history included hypertension. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing minimally invasive neurointerventional treatment, blood flow diversion dense mesh stent implantation, ste nt-assisted coil embolization of aneurysm surgery for treatment of a saccular, unruptured large aneurysm of cavernous sinus segment of left internal carotid artery aneurysm with a max diameter of 12.18 mm and a 10.20 mm neck diameter. The landing zone was 3.05 mm distal, 5.14 mm proximal. The access vessel was the femoral artery with a diameter of 6.5 mm. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) normal range. Angiographic result post procedure was normal health. Ancillary devices include a 8f 90cm guiding sheath, 6f 115cm navien guide catheter, phenom27 microcatheter, sychro 0.014 inch 200cm guidewire, axium-14-30-3d (2 pieces), axium-10-30-3d (2 pieces), axium-8-30 (2 pieces), axium prime-6-20 (2 pieces) coils.

Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex was returned within the inner pouch, a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The braid's distal, middle, and proximal ends were fully opened and no damage. No bend was found on the pusher. No damages were found with the tip coil, distal marker, resheathing pad, or proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.